Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm. No pre-balloon aortic valvuloplasty (bav) was performed due to the minimal annular calcification. The initial positioning of the valve at 80% was too high so the valve was re-sheathed into the ascending aorta for re-positioning. When crossing the valve for the second re-positioning attempt, the patient went into complete heart block but required a temporary pacemaker. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc). The temporary pacemaker remained and the patient was monitored. The following day a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. It was indicated that the minimal annular calcification, and the valve was released with an implant depth of 4.5 mm from the non-coronary cusp. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. It is possible the patients existing calcification could contributed to the heart block. However, this cannot be confirmed. The reported interventions were under case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient was in sinus rhythm. No pre-balloon aortic valvuloplasty (bav) was performed due to the minimal annular calcification. The initial positioning of the valve at 80% was too high so the valve was re-sheathed into the ascending aorta for re-positioning. When crossing the valve for the second re-positioning attempt, the patient went into complete heart block but required a temporary pacemaker. The valve was implanted. The final implant depth was 4.5mm from the non-coronary cusp (ncc). The temporary pacemaker remained and the patient was monitored. The following day a permanent pacemaker was implanted. The patient had prolonged hospitalization for monitoring. The patient status was stable.